Manufacturer narrative:
The device involved in this event will not be returned for evaluation.

Event description:
Treatment of an aneurysm with onynx. It was reported that at the end of the procedure, upon withdrawal of the catheter, a small piece of onyx came back with the catheter and became lodged in the mca. No patient injury reported. Same event as MDR# 2029214-2009-00210.